Event description:
A 22mm x 13mm diameter x 13.5cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm in 2001. The physician reported that the pt was very small with very tight iliac access but no tortuosity. He stated that when he tried to pull the runners back, it was very difficult. He pushed the stent graft up into the neck slightly and tried to pull the runners back, but it still remained tight. He then pulled back the runners again and the device slipped down in the sac of the aneurysm. He was able to put 2 aortic cuffs in the neck to get a good seal. He said that he was lucky to have had the add'l cuffs on the shelf since they were not anticipated. The physician stated that the final angiogram showed no leak and an excellent outcome and the pt has done very well. The physician felt it was not necessary to send films for review. He said the pt had no iliac tortuosity and it was a straightforward case, but the pt's small iliac caused the difficulty in deployment. It is reported that the pt is fine and there are no add'l sequelae related to this event.